Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the "mrx did not shock patient". It was reported that the patient involved was in cardiac arrest with ventricular fibrillation and ventricular tachycardia. When this first mrx failed to deliver a shock, the users obtained a second mrx from aurora fire and rescue and tried to shock the patient using this second mrx but it would not shock either. The patient expired.

Manufacturer narrative:
It was reported to philips that the "mrx did not shock patient". This was the first of two mrx devices used to treat the patient. It was reported that the patient involved was in cardiac arrest with ventricular fibrillation and ventricular tachycardia. When this first mrx from (B)(6) USA fd failed to deliver a shock, the users obtained a second mrx from (B)(6) fire and rescue and tried to shock the patient using this second mrx but it would not shock either. The patient expired. In regard to the patient's skin condition, no, the crew noted nothing unusual about the patents' skin. It was dry and not unusually sweaty, moist, or flaky, and the temperature was normal for a cardiac arrest situation. Pads used were the philips brand (m3713a). The original pads were utilized in all attempts to shock via the (B)(6) fire owned monitor and once with the (B)(6) owned monitor. The pads were switched in the ambulance to a new set of adult pads and a shock was unable to be delivered with the (B)(6) monitor utilizing the fresh set of pads. Another new set of adult pads was placed and no shock was able to be delivered. Finally, the pads were switched again to the pediatric size as they were the only ones left available. The shock was again unable to be delivered. (The pediatric pads happened to be expired, 05/2017). The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse advised the customer that the device can be evaluated but parts are on regulatory hold and can not be ordered until the hold is released. The customer requested the device be shipped to bench repair for evaluation and repair. The device was received by bench repair on (B)(6)2017. Bench repair reported that the device sent in for evaluation for "device would not shock". After further investigation of the device, the device is fully functional with no faulty messages. All error logs are clean. Dumplog show no error messages. Stressed device over night for autotest, and resulted in no errors. Ran op check a few times, all passed. All cables that were sent in with the device seem to be ok, no kinks or does not appear to be worn. Device is ready for final test. The device passed all functional and performance assurance tests and was shipped back to the customer. Bench repair reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. This complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. .